Event description:
The device was used during an unk procedure. The device did not deliver staples after the fifth firing. There was no consequence to the pt.

Manufacturer narrative:
Instrument received with broken nose weld, cracked cartridge tip front.